Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to feeling unwell. Upon interrogation, the patient's pacemaker was found to be in safety mode. It was reported that the patient is pacemaker dependent and that pacing was inhibited when the patient moved his arm across his chest. Oversensing was reported. The patient experienced asystole greater than two seconds and syncope. The patient's pacemaker was explanted and replaced. This right ventricular (rv) lead was reportedly tested during the procedure and found to have normal function, therefore this lead was left in service with the patient's new pacemaker. No additional adverse patient effects were reported.